Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head roates, yes; nose shroud cracked/broken, no; staples in nose, yes(1); staples in the track, yes(19) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, no conclusion could be reached as to how the reported "device jammed after the third staple" during surgery occurred. The instrument was received in good condition, examined, found to be functional, cylced and fired the remaining 20 staples well formed. No deformity could be identified during testing.

Event description:
It was reported that the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the third staple. There was no pt consequence.